Event description:
It was reported that the patient presented to the emergency room with sepsis and possible vegetation on the tricuspid valve near the implantable defib lead. The device and leads were explanted. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq bi-ventricular defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013; 429888 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal lead segment was returned and analyzed. The analysis performed revealed no anomalies were found.